Event description:
Maquet servo 1 ventilator was in use on a patient when it started to alarm and appeared to not ventilate the patient. Low o2 alarm and continuous high pressure alarm were sounding despite the fact that the peak airway pressures were only about 30. The patient appeared to be gasping for breath and heart rate elevated from baseline. The respiratory therapist double checked all connections for the ventilator finding no issues. The ventilator was removed from service and replaced on the patient. Arterial blood gases were drawn and the patient was found to be in respiratory acidosis. Pt recovered from the event shortly after replacement of the ventilator. Patient had significant respiratory diagnoses unrelated to the ventilator failure. Ventilator was sequestered by biotech and was examined by bio-tech staff who is certified on maquet servo ventilator. Patient was discharged to another hospital for rehab.======================manufacturer response for maquet servo I adult ventilator, servo I adult ventilator (per site reporter).======================biotech is working with the manufacturer to identify the cause of the malfunction.